Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal edge of the sheath was uneven and appeared deformed. It could not be discerned if there was a barb on the edge of the sheath. No use residue was observed on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, a patient underwent PICC catheterization for chemotherapy. Upon opening the packaging, it was discovered that the peripheral inserted central venous catheter had a torn sheath. Use of the catheter was immediately discontinued, and a new, intact peripheral inserted central venous catheter was inserted into the patient. It is understood that the hematology department had a problem with the angle of delivery of the sheath during the puncture, which led to the cracking of the sheath.